Event description:
A mother called to report that her daughter was implanted with a deflux implant, a gel that is injected into the urethra to stop urine from flowing back up into the ureter. After 48 hours of being injected the pt experienced severe abdominal pain, bladder spasm, and a torn bladder. The pt had a reaction to the product. The pt bleed for 4-5 days after the implant. The surgery was performed by one doctor (B)(6). The mother consulted with doctor (B)(6), family urologists, who repaired the daughter's damaged bladder but was not able to remove/flush out the implanted gel. The mother called to inquire if FDA will be able to remove/flush out the implanted gel.